Event description:
During the call, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No further information was provided. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and archive data review. The root cause of the (ua) 07 was due to failed load cell, likely attributed to a failed component, or mishandling such as a drop. A visual inspection was performed, and no physical damage was observed. In addition, unrelated to the reported complaint, observed body fluid ingress upon removing both the front and bottom enclosures and noted that the interior of the autopulse platform top cover and the channel die-cast was heavily contaminated from the fluid. The top cover and the channel die-cast need to be replaced to address the observed contamination. The root cause for the observed contamination was likely attributed to user mishandling. The autopulse platform is also required bio-cleaning. The archive data indicated several (ua) 07 errors around the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 07 displayed upon powering on, thus, confirming the customer's reported complaint. The load sensing system of the device has detected a weight/load imbalance between the two load cells. The load cell characterization result indicated a failed load cell module 2. The load cell needs to be replaced to address the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(4). Date of event is unknown.